Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure this right ventricular (rv) lead was damaged due to the physician not loosening all setscrews before attempting to remove lead from head. No adverse patient effects were reported.